Event description:
A patient reported blood glucose results of "53 mg/dl and 133 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent.